Manufacturer narrative:
Return requested. Replacement monitor shipped to site 04/14/2016. Medtronic investigation of returned suspect monitor finds that when connected the monitor to a test fixture, it powered on and displayed an image. No issues at power-up. Ran for 24hours and no issues were observed. Monitor found to be fully functional. On 04/15/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system was receiving a no input detected signal on the monitor. No further details regarding this issue, or specifically when it occurred, were provided. In trouble-shooting, all connections were checked and re-seated and confirmed the computer fan was running. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.